Manufacturer narrative:
(B)(4) analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Also found sensor's cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her sensor glucose reading was 40 mg/dl but her blood glucose level was 481 mg/dl. The insulin pump kept shutting off. The customer was unable to upload to carelink. The customer found the sensor probe wiggly. The product was returned. Nothing further to report.